Event description:
It was reported that the patient was still having coupling and charging issues. They were considering changing out to a non-rechargeable device. A longevity estimation was performed with the following settings: a1. 7.0 volts, 450 pulse width, 40 hertz, 2 cathodes and 1 anode a2. 6.4 volts, 450 pulse width, 40 hertz, 2 cathodes and 2 anodes this showed elective replacement indicator (eri) at 3.09 months and end of service (eos) at 6.09 months. With decreased amplitudes of 6.4 volts for a1 and 4.4 volts for a2 and everything else kept the same the calculation showed eri at 5.26 months and eos at 8.26 months. There was no battery replacement scheduled at the time of the report.

Event description:
It was reported that the patient was experiencing extremely long charge intervals. The patient noted that they had charged for 7 hours and only got a quarter of a charge. The patient thought that their device was not working because they were not able to recharge. The patient¿s recharging frequency matched their settings. The patient¿s device was in continuous mode. The patient¿s implantable neurostimulator (ins) was very mobile under the skin and moved around in the pocket. The ins had moved since implant. The doctor did not suture it down as tight because the patient had lost a lot of weight. Even when the patient would have their recharger antenna placed securely over the ins when the patient would move their ins would slide out from under the recharger antenna and the patient would lose all coupling bars. The patient noted that the clasp on the recharger belt was ¿worthless¿ and always fell off. The patient considered it a design flaw. Impedance testing was done and the patient¿s recharging records were examined. An ins interrogation was done without incident. The patient was instructed on how to charge without the belt and the patient was recommended to use an abdominal binder in conjunction with the recharger to secure everything in place. The patient was able to demonstrate effective recharging. The patient was alive with no injury and was receiving effective therapy. It was later reported that the recharging issues had been present since implant. At first the patient¿s charge would last 12 days, then 5 days, then 3 to 4 days, and then 2 to 3 days. At the time of the report the patient was charging it every day. The patient would charge for 2 to 3 hours. The patient tried charging and it showed that the recharger battery was empty even though they had it plugged in for 24 hours. The recharger was not charging. The patient only had ¼ of a charge on their ins so they turned it off. The patient tried to charge the night prior to (B)(6) and got a message saying that they needed to charge their recharger. The patient plugged their recharger in and the green light was present on the desktop charger. The plug icon was also present on the recharger. The battery icon on the top row was empty but it was flashing. The patient verified that the battery icon incremented properly to 25%. The patient tried charging their implant but was getting 0 coupling bars. The patient tried charging right on top of the implant directly over the skin and turning the antenna dial. This did not help with coupling. Antenna locate was performed and the highest number achieved was 60. The antenna locate did not help with coupling. The patient noted that they used to be able to get 8 coupling bars and it would take a few hours to charge and it would only charge up halfway. One day the patient was only able to get 0 coupling bars. The patient noted that they had not experienced any falls. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient¿s battery was explanted on (B)(6) 2015 due to premature battery depletion. Their implantable neurostimulator (ins) would deplete every other day. No outcome was provided however additional information has been requested and if received a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the device was functionally okay with insignificant anomalies.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: a01411002, lot# serial# unknown, product type: recharger. Product ID: a03888001, lot# serial# unknown, product type; recharger. (B)(4).